Event description:
On (B) (6) 2010, the patient reported that her blood glucose was elevated this morning when she woke up. She measured her blood glucose at 10:30am and it measured "hi". Her target range is around 200 mg/dl. Symptoms were feeling weak and sleepy and corrected her reading by delivering 20 units of insulin via injection. She said that when she woke up she noticed her infusion set luer lock connection had come loose from the adapter and was leaking insulin. She stated her blood glucose is currently within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.